Event description:
It was reported that a 25mm epic stented porcine heart valve w/flexfit system was implanted on (B)(6) 2018. On an unknown date, mitral regurgitation, fenestration was observed. Failure of the mitral valve with severe mitral regurgitation on was observed on echocardiogram. Severely raised pulmonary pressure, with clear symptoms indicating that the patient needed a double valve replacement. It was also observed under ultrasound that the perceval stent was rubbing on the epic valve which caused the leaflet to tear. On (B)(6) 2021, the epic valve was explanted and both the aortic and mitral valves was replaced with a 19mm and 23mm with masters mechanical heart valve, which was successfully implanted. The patient was reported to be in stable condition and recovering. No additional information was provided.

Manufacturer narrative:
An event of mitral regurgitation and leaflet tear were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.